Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that vitrectomy probe had normal cutting and no aspiration during vitrectomy surgery. The surgery was successfully completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
One opened probe was received, with a tip protector, in a pouch. The sample was visually inspected and found to be nonconforming with the inner cutter in the port, and orange/brown foreign material on the inner cutter and port face. The sample was then functionally tested for actuation and aspiration. The actuation and cut functionality of the returned probe was unable to be tested due to the inner cutter remained in the port. The probe was disassembled and the components inspected. The degree of wear could not be determined due to the inner cutter broke while trying to extract it from the needle. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation was unable to confirm the reported cut failure due to the inner cutter condition of remaining in the port. The exact root cause for the inner cutter remaining in the port cannot be determined from this evaluation. The reported cut failure was unable to be confirmed and an exact root cause for inner cutter remaining in the port could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).